Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. An elekta field service engineer (fse) attended the customer's site on 09 july 2024 to investigate a separate issue. During troubleshooting the fse noticed that the vault door safety inhibit, which prevents "beam on" if the door is open, was not showing even though the door was open. Upon further inspection the fse found the door switches were taped down. The fse removed the tape immediately because this would allow the beam to run with the door open, which is a safety issue. The fse confirmed with the customer that the tape had been applied the day before - 08 july 2024. The customer had applied the tape due to the vault door not fully closing and thus automatically pressing the switches to release the interlock. It was noted that there was visible light around the corner of the door which could result in radiation leakage outside of the vault. Three therapists were on duty when the door was bypassed, their badges have been sent to read their exposure dose. On 08 july the fse had delivered a 10mv energy with 100mu. The distance between the room door and where the therapists sit is roughly 10 feet. There is a chance that accidental exposure may have occurred. There is no report from the customer that the room door was left open during treatment. The "elekta medical linear accelerator instructions for use - clinical mode - 1523116_03" contains clear warnings with regards to the safety and interlocks of the machine. The customer should not ignore this warning as this can cause fatal injury and mistreatment. In addition, customers should inform elekta if something is wrong with the machine to avoid this kind of incident and should not bypass any safety features and interlock of the machine. This incident is considered abnormal use.

Event description:
While on the customer's site, the field service engineer found the door switches were taped down.